Manufacturer narrative:
The anti-hcv ii reagent expiration date was not provided. The reported event occurred on a cobas e411 disk analyzer (serial number: (B)(6). The investigation determined that the anti-hcv g2 elecsys assay performed within specifications. A review of quality control data confirmed that the results for the pc lot: 792497 were within the specified range of +/- 3sd. Calibration signals were also found to be inconspicuous. Instrument checks, including line and earthing voltage, reagent quality, and bead mixing, did not identify any anomalies. Pre-analytical factors were reviewed, and no issues were identified. The root cause was attributed to single false positive results, which are covered by the assay's specificity claim. The device remains in operation at the customer site, and no further issues have been reported.

Event description:
The initial reporter alleged three false positive results for the anti-hcv g2 elecsys cobas e 100 v2 assay on the cobas e411 disk analyzer. Between 20-dec-2023 and 10-jan-2025, 357 samples were tested for hepatitis c virus (hcv) at the customer site, and three samples were identified as false positive. On (B)(6) 2025, the three samples were retested on a cobas e 801 analyzer. Sample (B)(6) generated a result of 2.96 coi (reactive), sample (B)(6) generated a result of 1.89 coi (reactive), and no result was provided for sample (B)(6). Subsequent rna testing for all three samples was negative.